Manufacturer narrative:
Additional information: d9, h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This was observed after use of the device for peritoneal dialysis therapy, after the patient showered. It was further reported the leak was ¿at the end of the twist clamp¿, "behind the white twist clamp". The transfer set clamp was closed and the minicap was on tight; no damage was noted. The transfer set was replaced. There was no patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.